Manufacturer narrative:
.

Event description:
Analysis of a generator that was returned due to reported battery depletion found an end-of-service warning message had occurred due to the output being disabled by the pulse generator. The end of service was caused by electromagnetic induction (emi) or electrostatic discharge (esd) that triggered pulse disabled sometime between device implant and explant. Once the output was re-enabled, results of electrical test results demonstrated that the pulse generator was operating within specification. The battery voltage was 2.839 v as-received and not at ifi. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Review of the decoder data revealed that 96.296% of the battery had been consumed and the last battery voltage was measure at 2.839 volts.

Manufacturer narrative:
Analysis of programming history performed.

Event description:
Review of the patient's programming history was performed which revealed data from date of implant through (B)(6) 2014. The patient's last clinic appointment prior to explant was on (B)(6) 2014. At that time, the battery status was okay with ifi = no. This provides sufficient evidence that the end of service found in the analysis lab was caused by electromagnetic induction (emi) or electrostatic discharge (esd) that triggered pulse disabled sometime on date of explant when the device was intended to be explanted.